Event description:
It was reported that on (B)(6) 2013 the subject received an xact stent in the common carotid artery with a good result; however, there was an unidentified abscess at the puncture site. Approximately two weeks later on (B)(6) 2013, the subject presented emergently to the hospital with complaints of swelling of the right side of the neck and slight difficulties in swallowing, and slightly impaired vision. The common carotid artery was checked by ultrasound and blood flow control; there were no issues detected in the vessel. The subject was transferred to a different facility on (B)(6) 2013 where it was determined that the symptoms were related to a staph infection most likely originating from the abscess and contact with the stent during the procedure. It was noted the subject's condition is not very good as it took a couple of days to identify the infection. The subject is being treated with antibiotics and remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of infection and visual disturbances are known observed and potential adverse events as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.